Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient heard a beeping for high impedance on the right ventricular (rv) lead. The patient came into the clinic and testing could not reproduce the high impedance on the lead. The lead remains in use. No patient complications have been reported as a result of this event.